Manufacturer narrative:
The device was not returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Castor was found to be broken. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation the issue was caused by a component failure of the caster. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device castor was found to be broken. There was no patient involvement.